Event description:
The complainant reported that while performing an MRI procedure on a pt the radiographer reported that a contour with wire (model, catalog and lot numbers unk) guidewire device was identified as residing in the pt's anatomy (date of event unk). The orthopaedic surgeon had discussed this pt with the renal surgeon. During the discussion it was reportedly determined that the pt, who was scheduled to have a knee operation performed, did not have the MRI under the instruction of the orthopaedic surgeon. All other details of the discussion were not made available to boston scientific corp. Several attempts have been made to obtain additional pt and event info, but no further details of this event have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.